Manufacturer narrative:
Product investigation completed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced a previous infection with an artificial urinary sphincter (aus). A replacement surgery was performed in which a new aus was implanted. No information was provided about the patient's outcome.